Event description:
It was reported that fibrous substance or a hair was found on the product when the cap was removed prior to the use. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual testing was performed. White fiber like substances were observed inside the sheath, on the hub and the bottom of the needle sheath. The reported issue was confirmed. There is no association with patterns or trend. The device history record (DHR) is at the supplier. UDI is unknown. Manufacturing site address is unknown. PMA/510k is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).